Manufacturer narrative:
The device was returned for evaluation and is pending an investigation.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 24 and 36 hours. The pod¿s cannula was found bent/kinked while wearing it on the back. For treatment, manual injection was administered.

Manufacturer narrative:
The returned device was evaluated and the investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown.